Event description:
Customer reported: during cuff balloon test, the nurse observed the tracheal cuff was torn. The customer confirmed no pt involvement.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.